Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Customer also stated that the insulin pump received pump error a21 and a17 as well as pump did not beep during the tone test. Troubleshooting was performed. The product will be returned for analysis.